Manufacturer narrative:
Philips service replaced the ts switch and network cable, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent communication loss and x-ray delay occurred on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.